Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a follow up, lead dislodgement, decreased sensing and increased threshold were observed. The lead was extracted and replaced. The patient's condition was stable after surgery.